Event description:
It was reported the procedure was to treat a lesion in the right carotid artery. During removal of the nav6 embolic protection system, the filter was stuck open and subsequently detached from the barewire. The filter was able to be retrieved with a snare device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent to the initially filed reports, additional information was received.the barewire broke during removal of the filter. The handle of the retrieval catheter was intentionally detached so a snare device could be passed over the catheter to remove the filter.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported retraction problem could not be confirmed due to the condition of the returned product. The reported material separation was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to retraction problem resulting in separation of the barewire include, but are not limited to, anatomical conditions, device interactions, excessive embolic load, or use of a wire other than the provided barewire. In this case, it may be possible that an excessive embolic load contributed to the difficulty retracting the filter into the retrieval catheter resulting in separation of the barewire. However, this could not be confirmed. The unexpected medical intervention to remove the separated filter was related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.